Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Correction to e3. The returned device was inspected, and the complaint was confirmed. The device was returned inside a large plastic bag with the original packaging. The device was removed from the bag and examined. The probe tip was broken off. The entire ceramic tip was broken off in one piece, the shaft of the device did not appear to have any damage. The probe was examined and it had some dried blood still on it. The device was not plugged into a generator for testing as the probe had completely fallen off the device. The probe tip falling off was able to be confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the tip experienced unexpected torque or excessive force during the cleaning, causing the adhesive to weaken and resulting in the tip falling out. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus representative reported to olympus on behalf of the customer that after the probe was removed from the scope, the nurse used gauze to clean the tip, the tip fell off on the trolley of the 7fr fixedpin hemostatic probe. The reported issue occurred at the end of the therapeutic sampling procedure. The procedure was completed with another similar device. There was no delay or patient harm, or impact associated with the reported event.